Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) due to a blood glucose (bg) level ranging from 258-650 mg/dl and high ketone levels. A healthcare provider identified the ketone levels as dangerous. A manual insulin injection was administered to address bg level prior to arriving at the ICU. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2023, with the issue resolved and no permanent damage. Reportedly, a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.